Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) would not inflate. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: cath lab coordinator. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender tubing was also returned. The sheath was removed from over the membrane and it was found loosely folded at the proximal end. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated the membrane would not completely unfold deflate and inflate on the pump. This restricted the gas passage and resulted in poor inflation and deflation on the pump. The evaluation confirmed the reported problem. There is no evidence of a systemic issue; thus this is an isolated incident and it is not required for escalation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated field: addtl mfg narrative/corr. Data. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender tubing was also returned. The sheath was removed from over the membrane and it was found loosely folded at the proximal end. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated the membrane would not completely unfold deflate and inflate on the pump. This restricted the gas passage and resulted in poor inflation and deflation on the pump. The evaluation confirmed the reported problem. The issue is being addressed under CAPA 948728. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a